Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported single packs of surgicount safety sponges were flaking apart inside of the incision causing particles of the sponge to be inside. No further information was provided by the user facility.